Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of ic u10 on the analog pcb assembly. A replacement device was provided to the customer.

Event description:
It was reported that the defibrillator failed to charge appropriately. There was no patient use associated with the reported event.